Event description:
The pt is a (B)(6) male admitted to the medical center on (B)(6) 2015 with primary diagnosis of prostate cancer. The pt was undergoing robotic assisted laparoscopic radical prostatectomy on (B)(6) 2015. About five minutes into the robotic portion of the surgery the chief resident noticed a foreign black object inside of the pt's body. The foreign body was retrieved and examined. The piece turned out to be a small black band that came off of the monopolar curved scissors. The black band came off the distal portion of the scissors shaft in a section just above the insulated sleeve. The black band had a uneven fracture in the material. This was the first time the scissors had been used.